Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a faradrive steerable sheath was selected for use. During the procedure, the physician lost transeptal access when attempting to exchange a non-boston scientific catheter for the faradrive sheath. When attempting to regain access, the physician was unable to properly aspirate sheath and was drawing back air. Intracardiac echocardiography (ice) was used to confirm positioning, and it was determined that the sheath had not successfully crossed septum. The faradrive sheath was pulled back into the right atrium (ra), and the physician could still not aspirate. The sheath was removed and exchanged for a non-boston scientific sheath. The physician attempted a new transeptal stick and successfully exchanged the non-boston scientific sheath for a new faradrive sheath. The procedure was completed with no patient complications. The device is expected to be returned for analysis.

Event description:
It was reported that during a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a faradrive steerable sheath was selected for use. During the procedure, the physician lost transeptal access when attempting to exchange a non-boston scientific catheter for the faradrive sheath. When attempting to regain access, the physician was unable to properly aspirate sheath and was drawing back air. Intracardiac echocardiography (ice) was used to confirm positioning, and it was determined that the sheath had not successfully crossed septum. The faradrive sheath was pulled back into the right atrium (ra), and the physician could still not aspirate. The sheath was removed and exchanged for a non-boston scientific sheath. The physician attempted a new transeptal stick and successfully exchanged the non-boston scientific sheath for a new faradrive sheath. The procedure was completed with no patient complications. The device was returned for analysis.

Manufacturer narrative:
Device evaluated by MFR: visual inspection revealed no outer abnormalities were noted. The sheath was leak tested, and the sheath passed all leak testing. The valves were inspected using microscopy. No significant damage was noted, and no abnormalities were observed. The reported event was not confirmed via laboratory analysis.